Event description:
It was observed during the device evaluation that there was a gap between cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the coupler unit was loosened, it could not be connected to the scope. Additionally, the device evaluation found gap between cable unit. A review of the device history record found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.